Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 320 mg/dl back to back with a result of 120 mg/dl on the aviva system when testing was performed within to minutes. Reporter alleged that about 16 minutes prior to obtaining these results, the customer self-treated with glucose tabs after obtaining a result of 46 mg/dl on the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.